Event description:
The device would not interrogate and there was no magnet response. The device was checked in (B) (6) 2009 and the expected time until eri was 4 years 11 months. The patient was checked again in (B) (6) and time until eri was 6 years 6 months. Today, the device is eos and cannot be interrogated. The device has been scheduled for explant.